Event description:
Report received from the USA stating that the device generated heat. The device was being used during surgery. It is known that no injury was reported. It is unknown if medical intervention was reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).